Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was producing an electrical burning smell. A nurse reported that she was pulling out some medications when the issue started. (B)(6) confirmed that the nurse had managed to retrieve the medication from the same station, so it did not cause any delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter e-mail. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was producing an electrical burning smell. The field service engineer (fse) had inspected all drawers, peripherals, the tower, and the remote manager, checking for thermal damage across solenoids, retractors, and drawer controllers using a multimeter. No thermal damage was found, and all drawers passed hta testing. A worn flex pyxibus cable was replaced, and the unit was confirmed fully functional. The system functioned as intended after the field service engineer (fse) resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was producing an electrical burning smell. A nurse reported that she was pulling out some medications when the issue started. Joseph confirmed that the nurse had managed to retrieve the medication from the same station, so it did not cause any delay. There were no adverse events or injuries reported based on this event.